Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple intermittent cartridge error message while attempting to load a cartridge onto the pump. However, the customer was able to load a new cartridge onto the pump successfully. The customer's blood glucose levels were not impacted. Tandem technical support was unable to troubleshoot event due to a past occurrence. The customer stated would continue to use the pump until replacement arrived.